Event description:
I ordered colored contacts and tried them on. I followed instructions and had a strong reaction to them. Watering eyes, pain in eyes. Immediately removed the contacts and am still having pain, watery eyes and trouble with vision.